Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the patient received inappropriate atp therapy due to noise. The episodes were observed on both ra and rv leads egms. The patient was followed up in clinic, and the noise was suspected to be caused by electromagnetic interference. Programming changes were made. The patient was stable prior, during and after the event.